Event description:
The customer reported that the device failed to discharge on the first shock attempt for a patient in ventricular tachycardia (vt). The shock was successfully delivered on the second attempt.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.